Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 46-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test no" and medical device monitoring error "therma chocie endometrial ablation was performed on the day of insertion". The patient's past medical history included parathyroid adenoma (neck exploration, right thyroid lobectomy, and right inferior parathyroidectomy.). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and cyst ("cyst in stomach"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and cyst outcome was unknown. The reporter considered cyst, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was employed bilaterally leaving two coils still visible on the right and three on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 2-mar-2018: medical record received. New reporter added. Plaintiff¿s demographics and historical condition was added. New event therma chocie endometrial ablation was performed on the day of insertion was added.(both follow up processed together) on 2-mar-2018: pfs received: lot number, reporter information, other relevant history, new events- abnormal bleeding (vaginal), menorrhagia, cyst in stomach, device monitoring procedure not performed were added.(both follow up processed together) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 46-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "therma choice endometrial ablation was performed on the day of insertion" and device monitoring procedure not performed "did you undergo an essure confirmation test no". The patient's medical history included parathyroid adenoma (neck exploration, right thyroid lobectomy, and right inferior parathyroidectomy.). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced gastric cyst ("cyst in stomach"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress urinary incontinence ("bladder or urinary problems or changes genuine stress urinary incontinence"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy , cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, gastric cyst, stress urinary incontinence, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, gastric cyst, menorrhagia, menstrual disorder, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was employed bilaterally leaving two coils still visible on the right and three on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs was received: new events depression and mental anguish were added. Event onset dates were added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 46-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "therma chocie endometrial ablation was performed on the day of insertion" and device monitoring procedure not performed "did you undergo an essure confirmation test no". The patient's past medical history included parathyroid adenoma (neck exploration, right thyroid lobectomy, and right inferior parathyroidectomy.). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced cyst ("cyst in stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and stress urinary incontinence ("genuine stress urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy , cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, cyst and stress urinary incontinence outcome was unknown. The reporter considered cyst, menorrhagia, menstrual disorder, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was employed bilaterally leaving two coils still visible on the right and three on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs was received. Event urinary stress incotinence was added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 46-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "therma choice endometrial ablation was performed on the day of insertion" and device monitoring procedure not performed "did you undergo an essure confirmation test no". The patient's past medical history included parathyroid adenoma (neck exploration, right thyroid lobectomy, and right inferior parathyroidectomy.). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced gastric cyst ("cyst in stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and stress urinary incontinence ("genuine stress urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy , cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, gastric cyst and stress urinary incontinence outcome was unknown. The reporter considered gastric cyst, menorrhagia, menstrual disorder, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was employed bilaterally leaving two coils still visible on the right and three on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 46-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "therma choice endometrial ablation was performed on the day of insertion" and device monitoring procedure not performed "did you undergo an essure confirmation test no". The patient's medical history included parathyroid adenoma (neck exploration, right thyroid lobectomy, and right inferior parathyroidectomy.), blood pressure high and hypothyroidism. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastric cyst ("cyst in stomach"), stress urinary incontinence ("bladder or urinary problems or changes genuine stress urinary incontinence"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy , cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, gastric cyst, stress urinary incontinence, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, gastric cyst, menorrhagia, menstrual disorder, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was employed bilaterally leaving two coils still visible on the right and three on the left. Patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain, abnormal bleeding (vaginal) and menorrhagia was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.